Event description:
A malfunction was reported on the customer's pump after it got wet. Despite the malfunction, there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer technical support (cts) arranged for a replacement pump to be sent to the customer, provided instructions for returning the faulty pump, and confirmed the customer's understanding of these steps. The replacement pump will not be available for upload to tandem source for 48 hours, and no signature was required for delivery.